Event description:
After the system was implanted, a loss of ventricular capture and apparent lead dislodgement was observed. The lead was repositioned and the pulse generator was reconnected. Ventricular pacing was observed, but capture was not occurring. The lead was disconnected and reconnected multiple times with similar results. The analyzer captured at 2v, and the pulse generator was programmed to 4v and still would not capture. A different pacer was used.